Event description:
It was reported that: nurse clinician realized that the pt is not breathing well. They checked situation, and wanted to remove the flow sensor. During removal, they found that some internal part of the flow sensor have fallen apart.

Manufacturer narrative:
A photo of the concerned flow sensor and the detached parts was made available. The parts can be identified by the photo: two protection grids and a gasket ring were found loose. The parts have a diameter, which is identical with the inner diameter of the flow sensor and can't leave their specified position as long as the iso cone of the bronchial tube is inserted in the flow sensor. They are too big to move into the bronchial tube or obstruct the airway. It is an isolated case that the protection grids and the gasket became detached from the flow sensor housing. If parts within the breathing system would obstruct the tube or lead to leakage this would result in an optical and acoustical alarm of the babylog 8000 ventilator. In the same way, a malfunction of flow measurement is alarmed. Flow measurement is part of babylog 8000 ventilation monitoring, but ventilation conditions are defined by the user settings and ventilation is continued. It was concluded to be unlikely that the found parts have caused he observed ventilation problem.